Event description:
During shift check, the customer reported that the autopulse platform (serial # (B)(4) displayed user advisory "(ua)12" (lifeband not present), "ua18" (max take-up revolution exceeded) and "ua45" (driveshaft not at "home" position after power-on/restart) error messages. No patient involvement.

Manufacturer narrative:
The autopulse platform associated with this complaint was not returned for evaluation. A zoll technical support representative provided instruction guidelines to the customer on how to clear the user advisory "(ua)12" (lifeband not present), "ua18" (max take-up revolution exceeded) and "ua45" (driveshaft not at "home" position after power-on/restart) error messages and all were cleared. User advisory is normally a clearable advisory message and is designed into the platform to alert the operator that autopulse has detected one of several conditions. Per the battery hangtag - advisory codes description and action, user advisory 12 indicates that the autopulse has detected that the lifeband is not properly installed. The recommended action for this type of user advisory is to ensure that the band clip (underneath the device) is properly seated in the driveshaft and can freely rotate after insertion. Per the battery hangtag - advisory codes description and action, user advisory 18 occurs when the driveshaft has traveled past the maximum number of revolutions without detecting a patient. As take-up is performed, the driveshaft moves the lifeband past the maximum allowable take-up depth without detecting a patient, which results in a load change at the load plate. The take-up position is achieved when the load plates sense an additional 6 lbs. Of load compared to the pre-take-up load. The recommended actions to take for this type of user advisory are: pull up completely on the lifeband, ensure that the patient and the band are properly aligned, and press restart. Per the autopulse® resuscitation system model 100 user guide, if the driveshaft is not at its home position when the autopulse is powered on, a user advisory (45) will occur. This user advisory will persist until the driveshaft is returned to its home position. To clear a user advisory (45), pull up on the lifeband until the chest bands are fully extended (thereby moving the driveshaft back to its home position), and then restart.